Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced failed battery test. The customer's blood glucose value was unknown. The customer stated that they pushed too many buttons and the pump alarmed. The customer stated that they reset the battery icon and there was a dark circle. The customer was not able to clear the alarm. The product was not returned for analysis.